Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 12.7 cm to 13.8 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported loss of sensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change our procedure. Upon interrogation, the atrial lead exhibited loss of sensing. The lead was explanted and replaced. The patient was in good condition after the procedure.